Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the sensor shows her blood glucose was low 113 mg/dl but she was over 500 mg/dl. The blood glucose was 600 mg/dl. Customer performed the self test which is passed. Customer declined for troubleshooting for high blood glucose. The product will not return for the analysis.